Event description:
Per surgeon report, "there was significant ballooning of the scar tissue similar to a parachute, but there was no evidence of motion or movement of the hardware or pseudoarthrosis at all." Medtronic spine. Reference reports: mw5117813, mw5117814.